Event description:
After use, there was an incident where the nurse, after administering to the patient, forgot to remove the needle, and another nurse used the intact needle the next day. Regarding the cause of this accident, failure to cover the needle case after removing the needle and not following procedures can be considered. Regarding the needle accident, a nurse was injured. Investigation is already finished and both the patient and nurse are hiv(-).

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.